Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The reported symptom of a blank screen was confirmed. The reported symptom code of a burning smell was not confirmed. The reported symptom code of noisy was not confirmed. The touch screen test failed, and when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to be burned along with the dc power cable from the front panel assembly. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. There were no other discrepancies encountered in the internal inspection of the cycler. There were no loud or unusual noises heard or burning smells during the above testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler made a loud popping sound and the screen went blank during an unspecified dwell phase of their (B)(6) 2018 peritoneal dialysis treatment. The patient reported a burning smell as well. It was confirmed the patient completed treatment on the cycler with no injury, adverse event, or medical intervention. A new cycler was sent to the patient, and the old cycler was returned to the manufacturer for investigation. Upon investigation, it was confirmed that a transformer on the inverter board was burned. The inverter board was replaced and the machine was refurbished to return to service.